Manufacturer narrative:
The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a faradrive sheath the box was observed to be damaged and the sterile pouch may have been compromised. The outer box of the sheath was heavily dented and damaged. There was a scratch on the sterile pouch that may have breached the packaging. The sheath was replaced with another faradrive, and the procedure was successfully completed. No patient complications were reported as a result of the event. The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR: upon receipt at boston scientifics post market laboratory, the faradrive sheath was returned in its original packaging along with the internal packaging still sealed. Inspection of the interior sterile packaging identified the scratch on the front of the packaging but could not confirm if this compromised the sterile packaging as this did not penetrate the interior of the pouch. The condition of the exterior packaging was noted to be worn. A loose piece of the stopcock was identified to have broken off, likely during transportation or storage of the device.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a faradrive sheath the box was observed to be damaged and the sterile pouch may have been compromised. The outer box of the sheath was heavily dented and damaged. There was a scratch on the sterile pouch that may have breached the packaging. The sheath was replaced with another faradrive, and the procedure was successfully completed. No patient complications were reported as a result of the event. The faradrive steerable sheath clear has been received at boston scientific's post market laboratory.